Manufacturer narrative:
(B)(4). The following information was requested and received. Did the glass penetrate the user¿s skin? No but very close to. What was done to treat the shard penetration? Item was being used so it was thrown off the field and new one was opened to complete. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? Good. Is the device available to be returned for evaluation? (Yes). Evaluation: during evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. During use, the doctor went to use the adhesive and squeezed the bulb to release the liquid, a piece of glass went through the bulb of the device. It was not reported how the procedure was completed. There were no patient consequences reported. This is all the information known/available regarding this event.